Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medi cation (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient underwent surgery on (B)(6) 2019. It was reported that the pump was explanted years ago due to infection. It was unknown if the catheter was removed. The event date was unknown, but the patient made it seem like it was close to the implant date. It was noted that shortly after the infection the same thing happened with another implant so they thought there was not actually an infection with the pump but his body's way of trying to reject implants. No further complications were reported or anticipated.